Event description:
It was reported that the controller felt warm. It had only been in patient¿s consolidated bag, not under any blankets. Log files were submitted for review and there were no unusual events recorded in the log file event history, including any controller faults. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a warm system controller (B)(6) was unable to be confirmed. The system controller was not returned for analysis. Submitted log file revealed routine events with no abnormalities. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, which were available for use at the time of the event, warn the user against placing the system controller on bare skin for an extended period of time when the controller is covered by the body or insulating material and the internal battery is charging. This section also advises the user to not bend, kink, or twist the system controller power cables. The heartmate ii instructions for use, section 8, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.